Event description:
Litigation papers allege the patient experienced acetabular cup detachment, disconnection, creation of metallic debris, and/or loosening, pain, and disability.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 2/26/2014 - medical records received. Pages 2 and 3 of 3 pages of the revision report were not received from broadspire, though three requests were made to obtain the missing pages. Patient was revised to address worsening radial lucencies around the cup in radiographs. The information received does not change the MDR decision. This complaint was updated on: 03/18/2014.

Manufacturer narrative:
**Update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.